Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented in clinic for follow-up, high capture threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was fine after the event and monitoring will continue.